Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. Successfully downloaded the pump history and trace files using thump. A review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm however, on 9/8/2025 at 13:43:23 a pump error 53 (line number 102, file number 617, variableinfo = 0) alarm due to memory corruption/memory pool overflow error (esf# : (B)(4)) and a pump error 4 (line number 2690 file number 32122) alarm was generated as a consequence of pe53 and was expected. Additionally, the main error log and pump detailed trace show on 9/28/2025 at 15:46 the pump alarmed three (3) consecutive pump error 63 alarms (0x00000044) which triggered the critical pump error (open book image) alarm. The pump recorded two (2) pump error 63 (line number 19825 file number 49) and one (1) pump error 63 (line number 704 file number 2006) alarms due to a lcd test failure. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book) alarm, pump error 53, alarm, pump error 63 alarms, and pump error 4 alarm are all confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the error, and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.